Event description:
The manufacturer's field service engineer (fse) reported a machine and proximal pressure sensor reference in the device history log. The customer was aware of this failure. There was no patient involvement.

Manufacturer narrative:
The data acquisition to motor controller cable was returned to the manufacturer for failure investigation. The cable was tested by the failure investigation technician and no failures were identified.